Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to company acceptance criteria. Log files for the date of event were evaluated. The error message occurs prior laser firing. The energy drop (that canceled the first treatment) could not have caused the perforation described in the complaint. The event treatment was completed. All parameter as expected. The values for the cutting depth are in the correct range. No anomaly indicated. According to the company representative, the surgeon used measurement that were taken eight months old. The root cause is user error. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested (B)(4).

Event description:
A health professional reported a corneal perforation into the anterior chamber during an intrastromal keratoplastic surgery. The exact eye is unknown. Head of the surgical block at the hospital reported that this event occurred as a result of insufficient alignment of the laser despite calculation of parameters of surgery. A hospital engineer reported that during the surgery the laser showed an error message of energy below limit. Additional information has been requested.

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up, reporter informed that the issue happened during laser procedure. The surgeon reported seeing air bubbles in the anterior chamber. Optical coherence tomography (oct) post-operative picture shows an oblique tunnel. Measurements used for the surgery were eight months old and it was noted that this information could have changed in this progressive keratoconic patient.